Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the problem reported by the customer of system not booting. The fse determined the cause of the problem to be user was shutting system down before system fully booted. The fse verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally.? If it is done unintentionally, it is usually because the user does not understand how the system was designed to function.?shutting down the system corrupted the system. This is not a malfunction of the system.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isolated interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.